Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported errors by reviewing the error log. The fse indicated that the possible cause was a dropped cup in the reagent test cup (rtc) lane pathway due to a deformed sorter cup suction pad. The fse replaced the sorter cup suction pad, dropped cup from rtc pathway, and verified rtc and sample treatment cup (stc) pathway alignment, which resolved the errors. The fse verified the analyzer by running the cup transfer micro and ran quality control (qc) with results within specifications and no issues recurring. The old sorter cup suction pad was discarded at the customer site. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4111] reagent (test) cup-tip lane home detection failure cause: the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4033] sorter x-axis home overrun cause: the home sensor activated improperly following movement of the sorter x-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a deformed sorter cup suction pad.

Event description:
A customer reported 4111 (2000 only) test cup-tip lane home detection failure and 4033 sorter x-axis home overrun on the aia-2000 analyzer. The customer restarted the aia-2000 and performed a version up but the errors persists. The customer indicated that the waste is empty, no obstructions were noted and did not see any test cups or tip fall when observing the analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported events, which resulted in a delayed reporting of beta human chorionic gonadotropin (bhcg). There is no indication of patient intervention or adverse health consequences due to the delay in reporting of patient results.